Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps did not close properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint that the maryland bipolar forceps did not close properly. Failure analysis found the primary finding of a failed functional test for intuitive motion to be related to the customer reported complaint. The maryland bipolar forceps was found to have intuitive motion failure. The maryland bipolar forceps instrument was placed on an in-house system. The maryland bipolar forceps passed recognition and engagement tests, but the instrument¿s grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. The instrument grip tips open but did not close properly. The instrument did not move intuitively on one of the grip tips. The maryland bipolar forceps exhibited imprecise motion an inability to move at all (remained static). Additionally, the maryland bipolar forceps was found to have insulation damage on the conductor wire, exposing the internal wires as a result. The damage was located at the distal end bipolar yaw pulley. There was no material missing and no thermal damage observed around or near the location of the damaged insulation wire. The maryland bipolar forceps was found to have thermal damage on the bipolar yaw pulley at distal end, exposing the electrode. The instrument failed the electrical continuity test. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the distal end location. The instrument failed the electrical continuity test. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.106¿ - 0.194¿ in length and were not aligned with the tube axis. Initial findings were confirmed. The instrument was placed on an in-house system and failed intuitive motion. The instrument exhibited imprecise motion in which one of the grips was unable to move. When attempting to manually manipulate the grip, the grip appeared to be stuck. Force was applied to the grip and the grip was eventually able to become unstuck and move freely. The instrument was placed on the system again and confirmed that unsticking the grip fixed the non-intuitive motion. The instrument was disassembled to determine what caused the grip to be stuck. It was observed that there was heavily dried biomaterial contamination on the hypotubes. This caused the hypotubes to stick together causing the non-intuitive motion observed. The root cause of the biomaterial contamination on the hypotubes is attributed to the user due to improper reprocessing/cleaning. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not close properly. A backup instrument of the same kind was used. The procedure was completed with no reported injury.